Event description:
During an endoscopy procedure, a cook instinct endoscopic clip was used to clip a stomach ulcer. The drive wire disconnected from the handle during use. More clips were used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects duet to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all instinct endoscopic hemoclips are subjected a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance continue to monitor for complaint trends.